Event description:
The complaint involved a patient who underwent knee revision surgery on (B)(6) 2013. The original surgery was dated (B)(6) 2011. The revision surgery was performed due to a loose femoral component. The surgeon removed all the components. The femoral component, tibial insert, locking bolt, patella and the tibial baseplate, were all revised to non-omni product.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performing contributing to the adverse event. Review of the manufacturing documentation for the explanted devices revealed no deviation from process or non-conformity of product that would have caused the adverse event.